Event description:
It was reported that this facility had spectrum pumps which were "overly sensitive, and alarm a lot for upstream occlusion." It was also reported that there was no patient injuries related to these alarms occurring.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). A device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If a device is returned, an evaluation will be completed and a supplemental report will be submitted.